Event description:
Report received of an independent rate change when a cell phone was used near the pump. The pump was programmed to deliver normal saline at 20ml/hr. Reportedly, while the nurse was in the room with the pt, the pt's room-mate used an unspecified cell phone. The nurse reported that the rate on the pump changed to 999ml/hr. The dose limit was unaffected. After observing the rate change, the nurse reset the rate to the intended setting and the pump remained in clinical service. The pump was not identified by serial number. The pt did not experience any adverse effects. Though requested there was no further information available.